Event description:
It was reported that following the successful implant of a transcatheter aortic valve, echocardiogram assessment determined that mild to moderate paravalvular leak (pvl) was present. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 20 millimeter (mm) balloon. Pvl was still present following the bav, so a second post-implant bav was performed with a non-medtronic 20 mm balloon. Upon removal of the balloon following the second bav, the valve dislodged into the ascending aorta. Subsequently, the patient was transitioned to open heart surgery, the valve was explanted, a root enlargement was performed, and a non-medtronic 23 mm surgical aortic valve was implanted. A 6 hour procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.